Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection(early onset), drainage and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection, "a hole in the incision to release the fluid that was built up", "mental health and physical health has been compromised immensely".

Event description:
Patient reported right side infection, "a hole in the incision to release the fluid that was built up¿ and "mental health and physical health has been compromised immensely". Device has been explanted.